Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he has not used his ins since implant because it never worked and it was jolting him intermittently so he could never turn it on. Pt stated he tried to have stim adjusted but it did not work. - pt stated he has a "stimway" put in - pt stated he is still dealing with peripheral neuropathy on his foot every day pt needs an MRI of his left foot. Patient services specialist (pss) reviewed MRI guidelines and suggested that pt consult with the healthcare provider (hcp) about the ins eligibility and his need for MRI along with having the ins and leads removed.